Manufacturer narrative:
The knee joint was returned by the customer; asking for repair. Further details regarding the failure were not available. The evaluation of this specific device was conducted at manufacturer's after sales service center on september 21st, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was loose. Due to further usage of the knee joint with loosened bolt the front frame was damaged. An exact reason for the loosening of the bolt could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer just asked for repair of the knee joint. The user did not fall and sustained no serious injuries.